Event description:
The device was used during a lar procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site to remove the device and complete the procedure. The hospital has reported the pt's condition is satisfactory.